Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported during a refilling session the patient reported an alarm going off. From the logs, it seemed several motor stalls were reported, each of them solved within 5 minutes. It seemed the patient was not exposed to any magnet, MRI, or emi. There were no reported symptoms. Further complications were not reported. Additional information was received. It was indicated a motor stall had occurred the morning of (B)(6) 2021 around 7 am, but had restarted after 5 minutes. There were no reported contributing factors. No actions were taken; the pump was refilled. The issue was considered resolved. The pump was delivering morphine. Surgical intervention did not occur nor was planned. The patient status was alive - no injury. Additional information was received. It was reported that the patient had a 40 ml pump, implanted around (B)(6) 2019.